Event description:
It was reported to philips that the device was giving an error indicating that disk space is low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction in the disk error. Review of the system log file showed that image disk full. Fse cleaning the background database to recover all data. After that the device resumed normal operation as per its specification.